Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observations not reported by site: the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. The grip tips were manually manipulated and intermittently passed continuity. Thermal damage was found on the yaw pulley at the base of one of the grip tips. Components adjacent to the broken wire show damage which may indicate potential mishandling or misuse of the instrument/do not show damage. Thermal damage was observed on the yaw pulley. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument failed the electrical continuity test. No logs are available for review at this time. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the 8mm fenestrated bipolar forceps instrument had a loose wire. The customer suspects there is metal fatigue. The procedure was completed with no reported injury.